Manufacturer narrative:
Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged . All power cords must be unplugged before servicing the bed. Upon inspection, baxter technician ran a function test on the power cord.the baxter technician thoroughly inspected the bed and found no problems with the power cord/ the bed functioned as designed. However, if the reported event of of a power cord sparking were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report from a baxter technician stating the bed sparked when plugged into ac power and bed has no power. The bed was located at the account. There was no patient/user injury reported.